Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the implant coil remains in the patient and the pushwire was discarded.(B)(4).

Event description:
Treatment of an aneurysm. During the balloon assisted coiling procedure, it was reported that three implant coils were implanted without issues; however, the fourth coil prematurely detached as it was being repositioned. The physician attempted to retrieve the detached implant coil with the microcatheter; however, only the microcatheter moved while 2cm of the coil migrated from the aneurysm. To avoid risk, the physician removed the properly implanted coils from the aneurysm, but pinned the migrated coil to the vessel wall with an enterprise vrd stent. The procedure was completed with different coils. No patient injury was reported as a result of the procedure.